Event description:
It was reported that during the implant procedure, the helix of the low-voltage pacing lead was extended completely when extension/retraction was tested before lead insertion into the heart chamber; however, the tip of the helix remained protruded when the physician tried to retract it. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted the helix remained protruded and measured less than .010 inch (specification .010¿ max).